Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 119mg/dl on customer's meter, and 102 mg/dl on professional meter. L1 quality control was run and out of range; l2 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.